Manufacturer narrative:
Section h6 evaluation codes were updated due to device evaluation. Method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator activated an alarm and ventilation stopped. The device was available for evaluation. A review of the ventilator logs confirmed the reported loss of ventilation (lov). The service personnel (sp) inspected the ventilator, found unit was in safety valve open (svo) condition and had multiple background diagnostic codes in the logs. Based on the codes, sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba), safety valve assembly and pneumatic interface pcba. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported lov was isolated to potential fault in ifm pcba and/or safety valve assembly and/or pneumatic interface pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: the device has been received and is under evaluation. A review of the ventilator logs confirmed the reported loss of ventilation (lov). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator activated an alarm and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. A review of the ventilator logs confirmed the reported loss of ventilation (lov).